Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal curved jaw sealer and divider had a broken jaw. The event occurred during a therapeutic hysterectomy procedure. The procedure was completed using the same device. There were no reports of patient harm or procedure delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and update to fields d9 and g1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the device had missing over mold for one jaw. A definitive root cause for the reported event could not be identified. Based on the results of the investigation, the most likely cause was also not established. The event can be prevented by following the instructions for use which state: do not apply excessive force to the device. If damaged, pieces from the device may fall into the patient. Harm may occur. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.